Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown. Customer also stated that the reservoir area was cracked and it was able to lock kin place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.